Event description:
It was reported to philips that the device had a battery issue and did not have a backup battery. There was no reported patient or user involvement and no adverse patient/user impact.